Manufacturer narrative:
The cobas e 411 analyzers (disk system) serial number is (B)(6).

Event description:
There was an allegation of questionable elecsys hcg+beta assay results for one patient sample tested on the cobas e 411 analyzers (disk system). On (B)(6) 2026, the initial result was 100.6 miu/ml. On (B)(6) 2026, the repeat result was 43.27 miu/ml. No questionable result was reported outside the laboratory, as it did not match the patient's clinical diagnosis.